Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the brightness issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, she did have her facility biomedical engineer change the bulb, but that did not resolve the issue. At that point, tac recommended several trouble-shooting options and cable configurations. She was able to get the unit to auto-adjust by physically dimming the light using her palm. But was determined to continue testing and follow up with tac if need be.

Event description:
The customer reported that the image on her olympus evis exera iii xenon light source was experiencing brightness issues. According to the initial reporter, the light was either too bright or too dim. Reportedly, there were no error message present during this failure. The colonoscopy procedure was prolonged but confirmed completed without any patient harm or other interventions by using another tower.